Event description:
It was reported that a revision surgery was performed on a patient with a previous anterior cervical discectomy and fusion (acdf) to remove a cervical interbody peek spacer. According to the report, fusion could not be seen on x-rays and adjacent level disease was observed so the physician opted to revise. It was noted that during the revision, the graft "moved side to side but bone was growing through". The spacer was removed and replaced with a cage and new bone allograft. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. (B)(4).